Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event. When impacting the vizadisc popped off the array (superior, right peg when looking at it from the back). The disc was fully seated. When inspecting the array after the case, the disc doesn¿t stay on the leg tight (it easy pulls off compared to others). Product evaluation and results: functional inspection: tested with known good vizadisc on the array and functioned as intended. Vizadisc were mounted on pegs and impaction was done to replicate the issue but the vizadisc did not fall off hence the failure was not confirmed. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 19030315 and accepted into final stock on 07/16/ 2016. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19030315 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed via functional inspection . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
When impacting the vizadisc popped off the array (superior, right peg when looking at it from the back). The disc was fully seated. When inspecting the array after the case, the disc doesn¿t stay on the leg tight (it easy pulls off compared to others). Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When impacting the vizadisc popped off the array (superior, right peg when looking at it from the back). The disc was fully seated. When inspecting the array after the case, the disc doesn¿t stay on the leg tight (it easy pulls off compared to others). Case type: tha.